Event description:
Caller reported that a malfunction occurred on the pump, which resulted in the customer's blood glucose level exceeding the normal range, although the specific value was displayed as "high." To address the situation, the customer administered a correction injection via multiple daily injections (mdi) and was able to manage without the need for incapacitating assistance from a third party. Technical support provided instructions to reset the pump, which resolved the issue, and advised the customer to call back if the malfunction recurred. The customer acknowledged understanding these instructions and continued using the pump.